Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra resilia in aortic position by transfemoral approach. During the procedure, resistance was encountered while advancing the delivery system through the tip of the esheath+. Furthermore, distal tip torn of the esheath+ occurred. No patient injury was reported. The procedure was completed, and the patient's final status was stable.